Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal subtotal resection, the open stapler could not be fired and the staple cannot be pushed after changing it so a new stapler was used. After that, they opened the circular stapler and found that the rotary knob was loose so it was replaced without used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. The loading unit was received fully applied and engaged in interlock. Microscopic evaluation of the anvil noted staple strike marks in the anvil buckets. Microscopic evaluation of the knife blade displayed no damage. The cartridge cover was disengaged and missing from the cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. Replication of the cracks on the surface of the single use loading unit (sulu) condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.